Event description:
On (B) (6) 2010, the patient's daughter/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra2 meter is giving inaccurate high readings compared to normal reading/ feeling. On (B) (6) 2010, this medical surveillance specialist contacted the reporter to clarify information obtained during the initial phone call. The patient tests her blood glucose 3 times per day and manages her diabetes with lantus and novolog insulin. The patient takes the insulin based on a sliding scale per the lfs meter readings. On (B) (6) 2010 at 10pm, the patient tested at "123 mg/dl" on the subject meter, which the reporter felt was inaccurately high. The patient did not have any symptoms at the time of concern. The reporter indicated that when the patient's blood glucose is between 70 and 123 mg/dl, the reporter gives the patient food. The patient had some snack and went to bed. Two hours later, the patient went into convulsion and blacked out. The reporter attempted to test the patient with the subject meter but reportedly could not obtain enough blood from the patient at the time of concern. The paramedics came shortly after and obtained an unspecified blood glucose reading on the emt meter. The patient received treatment with IV glucose from the healthcare provider. The reporter felt that had the blood glucose been at 70 mg/dl instead of the reported 123 mg/dl, she would have elevated the patient's blood glucose with more food/drink before the patient went to bed. During troubleshooting, the customer care advocate noted that the result was taken from an approved testing site. This complaint is being reported because the reporter claimed the patient blacked out and was treated with IV glucose after the alleged inaccurate high issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.